Event description:
The customer stated that when they were running the waste pump from architect i2000 analyzer, they were sprayed in the chest and face with liquid. The customer received a blood test with followup in 15 days, 1 month and 3 months.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of the complaint text indicated that the waste pump alarm sounded on the architect i2000sr analyzer. During troubleshooting, the pump tubing was mishandled, exposing the customer to liquid waste to her face and chest. The customer is being followed by occupational health. A new waste pump was sent to the customer and with the assistance of the field service representative (fsr) the new waste pump was installed and is operational. No further issues occurred. Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.